Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: as product replacement was sent to customer on 02/09/2022, manufacturer is unable to contact customer to ensure the replacement products resolved the initial concern at this time. Note 2: manufacturer acknowledges the lateness of this report and internal investigation is currently in-process.

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated that he had two true metrix meters, one he keeps in his bedroom and the other in his car; customer was only concerned with the results from one of the meters. The customer is concerned with test results from results obtained of 33 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 90-150 mg/dl. Customer stated that he had performed am fasting meter to meter comparison tests and had obtained 47 mg/dl using the true metrix meter he stores in his bedroom and 92 mg/dl using the true metrix meter he stores in his car. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, am fasting meter to meter comparison tests were performed by the customer and produced test results of 76 mg/dl and 59 mg/dl; customer did not specify which meter produced which result. The test strips are stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2023 and open vial date is unknown. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 21-march-2022. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. Meter and strips were returned for evaluation: reported defect not reproduced on returned meter and strips. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.